Manufacturer narrative:
(B)(4). Date sent: 3/18/2026. D4: batch #unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. How was the bleeding controlled? -compression. How much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after fired, noted the staples malformed. And then during the surgery, after fired, the staple line and cut line were both complete. Noted oozing. To stop oozing with compression hemostasis. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. D4: batch #760d04 investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a blue cartridge fully fired. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 760d04 / 11gcfrgb , and no non-conformances were identified.